Event description:
The patient presented to the clinic feeling strange following a mitral valve replacement procedure, unrelated to their implanted leadless pacemaker (lp) system. The patient was experiencing atrial fibrillation (af). At a subsequent follow-up it was no longer possible to interrogate the right atrial (ra) lp. On the echocardiogram, the ra lp had not pacing output, however the patient is not pacemaker dependent in the atrium. No intervention has been performed at this time. The patient was stable on will continue to be monitored.

Event description:
Additional information was received that the lp was explanted and replaced to resolve the event.

Manufacturer narrative:
The reported events of no conductive telemetry and no lv output were confirmed. Visual inspection showed that the outer and inner helix lengths were within specification. The device was received with no telemetry or output. Analysis after the device was cut open revealed battery voltage was above elective replacement indicator (eri) level, which should have been able to support telemetry. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short.